Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. H6 component code added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12458: b2 outcomes attributed to adverse event: required intervention to prevent permanent impairment/damage was inadvertently not selected. D4model number. F6/f8-should have been left blank. G1 reporting contact facility name missing. G1 reporting contact fax number missing. H.6 codes 1942 and 4641 were reported incorrectly. New codes have been added to health effect - clinical code and health effect - impact code.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 67-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella 5.5 support and they had a cerebral hemorrhage. The impella was removed and an intra-aortic balloon pump was placed. The relationship between the impella and the cerebral hemorrhage is unknown. Reportable due to patient's cerebral hemorrhage and unknown relationship to the impella.